Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The 30 deg endoscope was analyzed and the complaint was not confirmed by failure analysis. There was no damage around the endoscope tip. Additional observations not reported by site: the endoscope was visually inspected and found with cosmetic damage. During inspection of the endoscope cable integrated connector, the cable integrated connector housing exhibited discoloration. The distal window located at distal tip was visually inspected and found cracked. During inspection of the endoscope housing, the housing shell exhibited laser marking fading and/or removed. The endoscope was placed through friction test using a screening aide to manually rotate the adapter to detect for friction. The camera instrument adapter did not rotate properly and/or noises were heard during testing and confirmed as binding. The camera instrument adapter removed from endoscope housing and evaluated and found with aea shaft bearing contributing to friction. The endoscope also had an electrical failure on the endoscope cable. The endoscope was tested and placed on an in-house system for cable testing and failed due to paddleboard defect. The complaint was not confirmed by failure analysis. DHR review for the device(s) involved with the reported event has been completed. No non-conformances were identified to be related to this complaint. The probable root cause cannot be determined based on the information provided and failure analysis results. No product issue was identified. The reported event was not confirmed as failure analysis found no damage to the endoscope tip. The endoscope was visually inspected and evaluated for its mechanical and/or electrical characteristics. The failure analysis investigations and in-house testing of the returned product revealed no issues related to the customer reported event. As the reported event could not be confirmed or replicated during the failure analysis and no patient harm was reported, no specific risk can be associated with this event.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the 30 degree endoscope involved with this complaint to perform failure analysis (fa) testing and the fa is still in progress.

Event description:
It was reported that during central processing, the 30 degree endoscope was found to have damaged tip. There was no reported injury.